Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The line cord plug showed no signs of arcing damage. The fse then performed all calibration, functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that prior to use on a patient, when the customer plugged the line cord of the cs300 intra-aortic balloon pump (iabp) into the outlet, they saw a spark and the iabp unit would not turn on. Iabp was swapped with another iabp. There was no patient involvement, and no adverse event reported.